Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported issue. The 30-degree endoscope plus was evaluated and found to have a camera instrument adapter defect. The 30-degree endoscope plus was placed through friction test and the camera instrument adapter did not rotate properly. Noises were heard during testing and confirmed as binding. The camera instrument adapter was found to have a shaft bearing contributing to friction. Additionally, the 30-degree endoscope plus was also found to have local button controls not working properly. The endoscope failed the button functionality test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus did not go back to the horizon when used. It had rotation issue. The procedure was completed with no reported injury.